Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the product broke in 2 parts during the impaction of the femur. For the other product: the screw of the bracelet broke in the screw thread. It was impossible to disassemble it for use. The impacted products were in contact with the patient. No patient consequence. Nothing to report regarding the actual state of the patient. The surgical technical had been changed: manual implantation, so less precise management of positioning and rotation. Surgical delay of 15 minutes. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that hp em tibial jig ankle clamp has broken the blue knob, the broken fragment was not returned for evaluation. However a root cause for this condition cannot be determined. The overall complaint was confirmed as the observed condition of the hp em tibial jig ankle clamp would have contributed to the complained issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product broke in 2 parts during the impaction of the femur. For the other product: the screw of the bracelet broke in the screw thread. It was impossible to disassemble it for use. The impacted products were in contact with the patient. No patient consequence. Nothing to report regarding the actual state of the patient. The surgical technical had been changed: manual implantation, so less precise management of positioning and rotation. Surgical delay of 15 minutes.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.